Event description:
It was reported that the patient had a laparoscopic cholecystectomy procedure on (B) (6) 2010. The patient returned to the o.r. On (B) (4) 2010 because a clip fell off. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. As a lot number was not received, a device history review could not be performed.